Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Also the impedance trend of the atrial pacing lead was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced some dizziness at times. It was noted that the right atrial (ra) and right ventricular (rv) leads exhibited high impedance which caused polarity switches in both leads. Also, the rv lead had high thresholds, noise, and short v-v intervals. The leads remain in use and a chest x-ray was scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) and right ventricular (rv) leads showed unstable impedances resulting in a mode switch. The ra lead showed undefined impedance and oversensing of noise.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the right atrial (ra) lead fell out of the header of the implantable pulse generator (ipg). Ipg set screw issues and ra lead noise were noted. The ra lead was put back into the header. The ra lead and ipg remain in use.